Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the amount of deviation was unknown, but only the left side was deviated laterally. The right side was accurate. No troubleshooting was done as the surgeon brought in the o-arm and na vigation to reposition the lateral screws. The cause of the deviations was suspected to be the anti-skive pin being driven too far causing the patient to shift.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical arm was sent to the trajectories and the patient's skin was marked. The manufacturer representative then sent the surgical arm to s1 and hit the pause button, but the software froze. The representative let the system site and then did a soft restart. After losing connection to the controller, a hard restart of the system was done. The surgical arm was then sent to the trajectories on the right side. The surgeon was using the anti-skive tool and was hitting the tool very hard. The surgeon then moved to the screws on the left side. All screws were lateral after the right side were completed. There was no patient harm and the procedure was delayed less than an hour.